Event description:
Facility reported that the catheter "fractured" at the 12cm point when it was re-taped. The entire device was recovered with no adverse outcome. Of note, customer states that they have used this product for years and this is the first incident that has reportedly occurred.